Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was initially reported that a jelco hypodermic needle-pro needle detached and remained inside a patient during use. Additional information noted there were no needle components that remained inside the patient. No permanent injury was reported.